Manufacturer narrative:
Exact date unknown, event occurred two years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason.